Manufacturer narrative:
The technician replaced the head down valve and the issue remained. The technician replaced the hydraulic manifold to resolve the issue.

Event description:
The technician alleged that the head of the bed is drifting down slowly. No patient impact.